Manufacturer narrative:
Concomitant medical products: dtba2d1, crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low and variable pacing impedance and an alert had triggered. The lead may have been suspected to have been damaged. The alert was silenced and the lead remains in use. No patient complications have been reported as a result of this event.